Event description:
During a patient use event, the device indicated "analysis interrupted" multiple times, but would then state non-shockable rhythm. The user states the pads were placed properly to the patient. The patient did not survive.